Manufacturer narrative:
Device not returned.

Event description:
Reportedly, this device was explanted after approximately a 2 year, 5 month implant duration due to recurrent mitral valve stenosis and mitral regurgitation.